Manufacturer narrative:
Additional data: d4,h4, h10. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1009983 , test base part number 190-430 / lot 1009983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR reports: 1221359-2021-01367. 1221359-2021-01491. 1221359-2021-01492. 1221359-2021-01493. 1221359-2021-01495. 1221359-2021-01496. 1221359-2021-01497.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. (B)(6). Reference MFR reports: 1221359-2021-01367, 1221359-2021-01491, 1221359-2021-01492, 1221359-2021-01493, 1221359-2021-01495, 1221359-2021-01496, and 1221359-2021-01497.

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay performed between (B)(6) 2021 and (B)(6) 2021 for 13 patients. This MFR. Report addresses patient ten (10) and is five (5) of eight (8). The customer reported a false positive result with the idnow assay on (B)(6) 2021. On the same day pcr confirmation testing using taqpath thermofisher platform generated negative results. No additional patient information, including treatment and outcome, was provided.